Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed with no anomalies found. (B)(4).

Event description:
It was reported that the patient's implantable pulse generator (ipg) reached early elective replacement indicator (eri). The device was explanted and replaced. As well, the patient's right ventricular (rv) lead had high thresholds and low pacing impedance. The lead was capped and replaced. No patient complications have been reported as a result of this event.